Event description:
Baxter reports a pt noticed a leak in their minicap transfer set tubing in 2004 after 6 months of use. The leak was located where the dark blue plastic connects to the clear plastic of the set. The pt taped over the hole, as pt could not find their emergency tube kit, and continued to use the set. The pt was reportedly traveling to go to the pd clinic. The pt was admitted to the hospital with cloudy effluent and abdominal pain. The pt was diagnosed with peritonitis and admitted to the hospital. A transfer set change was performed and the pt was treated with vancomycin 1500 mg and tobramycin 90 mg ip. Four days later the pt was started on ciprothoxacin 500mg po bid x 14 days and ceftazidime 1.5g/2l ip 5x/day x 14 days. The pt was discharged from the hospital 2 weeks later and has fully recovered.